Manufacturer narrative:
The customer found a small tear in the aspiration line of the needle cartridge. The customer replaced the needle cartridge resolving the leak. The analyzer is operational. Beckman coulter service did not go onsite for this event. Failure mode of the leak was related to the needle cartridge tubing. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of a diluted bloody liquid leaked from the needle cartridge area in the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.